Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 23.0 intraocular lens (iol) was implanted into the patients right eye on (B)(6) 2018 and was explanted on (B)(6) 2019 due to glare and blurry vision. Additional information received revealed the replacement lens was a non-johnson and johnson iol. Following the exchange, the patient is still complaining of glare and blurry vision. There were no complications with the exchange or intervention required. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 3/8/2019. Device evaluation: the returned sample was received on 3/8/2019. Visual inspection was performed; the lens was observed cut in pieces that could be related to the removal process. Also, lubricant material and loose particles can be observed on the lens surface. The reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.